Event description:
Initial report: it has been reported to philips that there was an exposure fault and no fluoro was possible. No harm has been reported. The system was in clinical use and it is unknown if the procedure was completed. Philips has started an investigation of this complaint. The available information suggests that there is a remote probability that this malfunction can lead to death or serious injury if the reported issue were to recur. Therefore, philips assessed this complaint as reportable.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Review of system log files shows image processing pc (ippc) error. Fse replaced the defective ippc, bypassed the os hard disk data channel, performed database consistency repair and recreated database. After that system was returned to good working condition. The codes were updated based on the investigation outcome.